Event description:
Customer called to report that she changed her pod at 10:00pm, and when she woke up in the morning, her blood glucose level (bg) was high. Customer took this pod off and started a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.